Event description:
Nurse states peg placed at unk facility 2 yrs ago and peg tube was being removed from outpt. To be replaced with another feeding device. When physician went to traction remove, the dome separated from the shaft with dome remaining in the stomach. Md retrieved dome with forcep & placed another peg.